Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The patient stated the cgm did not alarm when their glucose levels dropped to the low/urgent low thresholds. When he checked the cgm it was displaying 50 mg/dl. He became non-verbal and was thrashing around. Paramedics were called and they did a finger stick which read 27 or 29 mg/dl. The patient was taken to the hospital. No details were provided regarding the treatment provided by the paramedics and the hospital. At the time of the report his glucose levels were back in normal range. Data was provided for evaluation and the allegation was confirmed. The probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.